Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no non-conformances related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation occurred. After insertion into the patient¿s body and when the dilator was pulled, a defect in the hemostatic valve was found, and blood leaked. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small to another one. The procedure was then successfully completed. The hemostatic valve was dislodged into the hub.

Manufacturer narrative:
On 21-nov-2022 additional information was received indicating it was the hemostasis valve (gasket) that dislodged inside the hub, but not outside the hub. No air entered the patient¿s body. Approximate volume of blood that was lost was a few drops. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).